Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with loud motor noise during testing due to faulty motor. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reports to have received a button error alarm while attempting a bolus delivery and was not able to clear alarm. Customer also states that insulin pump is not functioning after changing batteries. Customer's blood glucose was 241 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.